Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support (cts), it was determined that the customer overfilled the cartridge. Cts educated customer on cartridge labeling. Customer loaded a new cartridge to resolve the issue. There was no impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.